Manufacturer narrative:
(B)(6). During follow-up communication with the customer, the user stated that the device tip was placed through a port and must have fallen off when it was pulled back through the chest wall. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device discarded by customer.

Event description:
Livanova received a report that the tip of an rigid tip suction wand used during a minimally-invasive valve repair procedure on (B)(6), 2018 was retained in the patient's chest in the right pleural cavity, confirmed by x-ray, after the procedure. The patient underwent an additional surgery on (B)(6) 2018 to remove the device. The tip was removed without complication via the existing incision. The tip was discarded.

Manufacturer narrative:
The complained cannula was not made available for investigation. The customer provides a picture showing the detachment of the tip from the body of the cannula. The issue is confirmed based on this evidence. No unit of the same lot of the complained cannula was available in livanova USA warehouse. A pull test, performed on units pulled from the stock, confirmed the boding of the tip with the body of the cannula is in compliance with product specifications. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As the unit was not available for investigation, no specific root cause of the issue could be identified. Basing on follow up information with the customer, it cannot be excluded that the detachment of the tip was triggered by incorrect handling of the cannula during the procedure. According to livanova complaint database, this is no other similar event over the last year. Livanova USA will keep monitoring the market. Device not available.